Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was explanted and replaced due to high thresholds. Patient had tricuspid regurgitation. No other issues were reported. The patient¿s condition is stable.